Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the emergency room (ER) through emergency medical services (ems). The patient was under evaluation for gastrointestinal bleeding (gib) that had started on (B)(6) 2025 and was having their blood pressure controlled. The site confirmed the gib via endoscopy, which was due to an unknown cause but suspected to be due to mucosal oozing. The gib resolved and was treated by holding anticoagulation, reducing the international normalized ratio (inr) goal, and by receiving a blood transfusion. As of (B)(6) 2025, the patient was stable and had been discharged home on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.